Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that call service alarm [060] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump¿s black box showed cs 060 call service alarms. During testing, the pump powered on with cs 060 alarm that would not clear. Further testing could not be performed due to the recurring alarm. The pump case was removed and moisture damage was found on the printed circuit board.